Manufacturer narrative:
Corrected dtata: d6a- best estimate (B)(6) 2025. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation and blurred vision. On an unknown date the lens was repositioned. Patient experienced improvements. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).